Event description:
It was reported that a lcs15 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the blade function of coagulation//cutting did not work properly. Surgeon used another blade without difficulty. There was no consequence to the pt.